Event description:
Customer reported a previous high blood glucose event, with the highest level reaching 568 mg/dl. Cause was not known. To address the high blood glucose, the customer changed the infusion set and cartridge. Technical support recommended consulting with a healthcare professional for further advice on what might be affecting the blood glucose levels.